Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the pump was refilled on (B)(6) 2010, the patient experienced dizziness and nausea and was treated for overdosage with antidote. The patient was admitted for 2 days; the pump was then removed. Surgical intervention for pump explant revealed that there were crystals present in the pocket and the catheter was found disconnected from the pump. The physician suspects that this was either due pocket refill or damaged septum due to the crystals from the morphine in high concentration. The hcp was able to only partially explant the catheter; the spinal, segment remained in situ.